Event description:
It was reported that the right ventricular (rv) lead had low impedance. A new lead was attempted to be implanted but was not successful, no details given. Another lead model was successfully implanted to replace the rv lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. A lead model 4092 was attempted to be implanted but was not successful, no details given. A model 5076 lead was successfully implanted to replace the rv lead. No further patient complications have been reported as a result of this event. Follow up email states that the attempted/not implanted lead would not stay in and was therefore replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.